Event description:
The customer contacted physio- control to report that their device was not powering off when the lid was closed. As a result, the device's internal batteries may become prematurely depleted and the device may not have enough power to provide adequate defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 gtin of the initial medwatch report indicates: blank section d4 gtin of the initial medwatch report should indicate: 00885074760865 section d10 returned to manufacturer on, of supplemental 001 medwatch report indicates: blank section d10 returned to manufacturer on, of supplemental 001 medwatch report should indicate: (B)(6) 2019.

Event description:
The customer contacted physio-control to report that their device was not powering off when the lid was closed. As a result, the device's internal batteries may become prematurely depleted and the device may not have enough power to provide adequate defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to the device's lid reed switch no longer being in its cradle. This prevented the device from recognizing when the lid was shut, which kept the device from powering off.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not powering off when the lid was closed. As a result, the device's internal batteries may become prematurely depleted and the device may not have enough power to provide adequate defibrillation therapy if needed. There was no patient use associated with the reported event.